Event description:
From: productcomplaints@bd.com <productcomplaints@bd.com>. Sent: tuesday, on (B)(6) 2024 11:24 am. To: productcomplaints <productcomplaints@embecta.com>. Good day, I have been using the bd nano pro 4mm x 32gneedles for a number of years. Until recently there have been no issues. However, over the past months a number of the needles are faulty. I would say about 8 to 10 per box have not worked. I have had to use a second needle. I set the among of insulin, put the needle on and when I press to inject nothing happens. Just to let you know.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.